Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-thru intraluminal shunt had ¿adhesive applied around the shunt to the bulb.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was visually inspected via the naked eye and microscopically. Particulate matter (pm) was not observed; however, excessive silicone adhesive was observed on the molded shaft. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.